Manufacturer narrative:
Additional information: if follow-up, what type?, evaluation codes, additional MFR narrative. The lot number of the delivery device was not provided and the device was not returned for evaluation. Therefore, a device history record review and product evaluation could not be conducted. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor struggled to insert the lens into the capsule of the patient's right eye. The lens was pushed out of the eye easily during the first attempt of lens insertion. The lens and inserter were removed and reloaded. During the second insertion attempt, the incision was enlarged and the front haptic came out of the inserter and the incision. The lens and inserter were removed and reloaded again. On the third attempt, the incision was enlarged again and the haptic once again came out of the inserter and the incision. The lens and inserter were removed and the back-up inserter and lens of the same model and diopter were used successfully. A total of two non-protocol incision enlargements were made during insertion attempts. Patient's current prognosis is described as "doing very well, slight edema, epithelial defect at incision site, dry eye."